Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was not responsive to the customer's touch. After the customer cleaned hands and touch screen, the touch screen responded to touch. Customer declined to perform further troubleshooting at the time of the report. There was no reported impact to blood glucose.